Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
The initial reporter questioned a positive result for 1 patient sample tested for elecsys hbsag ii on a cobas e 801 analytical unit. The customer compared the result from the quantitative elecsys hbsag ii assay and the qualitative elecsys hbsag ii assay. Only the qualitative elecsys hbsag ii assay is approved for use in the united states. The initial result using the quantitative assay was 2.00 coi (positive). The repeat result using the qualitative assay was below 0.05 iu/ml (negative). The specific result was not provided.